Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys probnp ii immunoassay results for one patient sample from the cobas e411 analyzer. The initial result was 20.47 pg/ml and the repeat results are 4391 and 4455 pg/ml. The result of 4391 pg/ml was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 302724 with an expiration date of 30-jun-2019.

Manufacturer narrative:
Qc results were within the specified ranges. The alarm trace showed several liquid level detection errors. The investigation could not determine a specific root cause.